Manufacturer narrative:
Evaluation summary: it was detected in the incoming inspection of the repair center. It was caused due to the insufficient tape sealing around the ccd unit and the difference of electric test between the ccd unit and the entire scope. Even though the electric test of the ccd unit failed, it is not affect on the function and the safety with the scope since the scope has a margin of the test. In addition, the failure always can be detected during the ccd unit repair process if any. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805.

Event description:
The electrical safety test failed found during incoming inspection.